Event description:
Caller reported cartridge alarm 30. Customer's blood glucose level remained within safe parameters, without exceeding 500 mg/dl. Technical support decided to replace the pump and provided detailed instructions for returning the problematic pump. The customer was informed they will receive a pump with updated software and advised on procedures for sensor use and storage mode. The customer acknowledged and understood all instructions, including the steps necessary for transferring insulin delivery to an alternate therapy in the interim.